Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Evaluation conclusions: device failure related to patient condition (lesion morphology - 90% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was intended to use an endeavor resolute drug eluting stent to treat a tortuous lesion in the rca which had 90% stenosis. Device was prepped before use with no reported issues. The vessel was pre-dilated with a sprinter legend balloon twice at 6-8atm, for 10 sec each time. It is reported the device could not pass the lesion due to the tortuosity present. The physician gave up the surgery. No reported patient complications. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements . The 7th proximal segment was deformed with slightly raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).